Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2012-08208 and 2134265-2012-08280. It was reported that during an unspecified procedure the motor drive unit was unable to perform automatic pullback. The target lesion was in an unknown vessel. Difficulty was experienced while initially connecting the motor drive unit to the sled, after the motor drive was connected to the sled it was unable to perform automatic pullback. No patient complications were reported.